Event description:
The uac was found to be leaking at the junction of the tubing and hub. Bedside nurse stated "it looks like a tear from where people kink it off for fluid changes." This is the second leaking uac we have had internally reported in the last four months, also at the same place. This seems to be a weakness in the device because staff clamps or kinks the line to occlude flow when changing fluids. Because of the leak, the line had to be removed and a new device re-inserted.